Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, in his sleep. The cause of death was stated to be diabetes related, but nonspecific. The caller stated that approximately one week prior to the customer's passing, his blood glucose was fluctuation up and down; the customer was having issues with high blood glucose. The customer was hospitalized on (B)(6) 2013 for approximately one week. The customer had neuropathy, diabetic ketoacidosis, and stroke. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined returning the insulin pump for analysis stating that they want to keep the device. The caller stated that if they decide to upload to carelink or change their decision about returning the insulin pump, they will call back.